Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, the customer experienced a blood glucose level of 515 mg/dl, cause was unknown. The customer administered a manual injection to address bg level.